Event description:
An investigation was begun regarding the dislodged gastrostomy tube (g-tube) that occurred earlier this month. It was discovered that the g-tube had also been replaced twice last month for holes that were found in the balloons. The pt is a (B) (6) male with anoxic brain injury who underwent an initial laparoscopic nissen/fundoplication and g-tube insertion last month. Due to an acutely distended stomach that was unable to be decompressed, the pt was taken to or last month. At that time, he underwent an exploratory laparotomy, repair of postpyloric duodenal injury and insertion of gastrostomy button due to the malpositioned g-tube. It was noted when the tube was removed that the balloon had a hole in it. Two weeks later, the pt returned to surgery again due to a dislodged tube and underwent an exploratory laparotomy, redo fundoplication and stamm gastrostomy. When the tube that had been placed earlier last month was removed, it was also noted to have a hole in the balloon.